Manufacturer narrative:
Follow-up #1: date of submission 04/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/17/2014 with the following findings: during investigation, a review of the pump¿s black box showed multiple unexplained pump reboots had occurred. Evaluation revealed cracks in the battery compartment. The returned battery cap was found to have damaged threads and did not maintain an electrical connection. The battery cap contact height and width were within specifications. A test cap was used for the investigation and was unable to fully tighten to the pump. A power loss was not observed. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, evaluation revealed a dim, discolored display screen.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump lost power intermittently without user intervention. Reportedly, the battery cap did not secure properly to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.